Event description:
It was reported that the right atrial (ra) had exhibited potential undersensing. It was also noted that the left ventricular (lv) lead had potential high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.